Event description:
Customer reported that during patient use, the device would not power off when the button was pressed and one had to remove the battery. When the battery was re-installed, it was reported that the device flickered and failed to power on. The reported failure had no adverse effect on patient.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and verified its failure to turn on battery. Physio determined the root cause of malfunction to be a loose piece of ground plane foam from the rear case resting between the power pcb and module. A replacement device was provided to the customer.